Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the device was covered in dried saline solution all over the surface. The shuttle was disengaged from the black handle, the stop cock was closed, balloon deflated, and the advancer tube was visible through the shuttle tube. Debris of the grip tip were found adhering to the balloon proximal tip. An unknown 5f sheath was sent separately with the stop clock closed. The advancer tube remained in the shuttle tubing. The sealant and the syringe were not returned. Since the device was received in shuttle down condition, the shuttle was retracted to the black handle during product analysis to test the functionality of the device. However, the advancer tube was found trapped in the shuttle tubing due to dry saline solution and could not be deployed. So, the device was soaked in hot water to loosen the saline solution. Shuttle down procedure was simulated and the advancer tube was found to be properly engaged to the proximal tamp lock. Next shuttle retraction was performed, and the advancer tube was able to deploy on the catheter as intended per the mynx grip (IFU). The tamp locks were inspected under high magnification and no anomalies were observed. Debris of the grip tip were found adhering to the balloon proximal tip and the advancer tube. Distance between the proximal and distal tamp locks was measured and noted to be within specification. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when doctor shuttled down the white advancer tube of 5f mynxgrip vascular closure device (vcd) it did not deploy. They thought it was missing entirely. They had the device and successfully shuttled it down and the tube came out. The sealant did come out partially but since the advancer tube failed to release it failed. Everything was ok and there was no reported patient injury. They informed the customer to make sure to fully shuttle down until you feel the click and it stops. The doctor has done hundreds of mynx and he was aware but for some reason it did not come down and out. The device was opened in sterile field. The operator was trained to the mynxgrip device. The mynx vcd was used after a renal arteriogram with possible embolization. The procedure used an ante-grade approach. The patient did not have any relevant medical history (e.g., bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). A non-cordis 5f catheter sheath introducer was used. Access was done with ultrasound guidance. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter under ultrasound. There was no vessel tortuosity. The stick location was the right femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There was significant resistance when shuttling down. Unusual force was applied when retracting the sheath. The physician felt if he used more force, he would pull the device out with balloon inflated. Hemostasis was achieved with a compressor device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, when the doctor shuttled down the white advancer tube of 5f mynxgrip vascular closure device (vcd) it did not deploy. They thought it was missing entirely. They had the device and successfully shuttled it down and the tube came out. The sealant did come out partially but since the advancer tube failed to release it failed. Everything was ok and there was no reported patient injury. They informed the customer to make sure to fully shuttle down until you feel the click and it stops. The doctor has done hundreds of mynx and he was aware but for some reason it did not come down and out. The device was opened in sterile field. The operator was trained to the mynxgrip device. The mynx vcd was used after a renal arteriogram with possible embolization. The procedure used an ante-grade approach. The patient did not have any relevant medical history (e.g., bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). A non-cordis 5f catheter sheath introducer was used. Access was done with ultrasound guidance. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter under ultrasound. There was no vessel tortuosity. The stick location was the right femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There was significant resistance when shuttling down. Unusual force was applied when retracting the sheath. The physician felt if he used more force, he would pull the device out with balloon inflated. Hemostasis was achieved with a compressor device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The product was returned for analysis. A non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Per visual analysis, the device was covered in dried saline solution, the shuttle was disengaged from the black handle, the stop cock was closed, balloon deflated, and the advancer tube was visible through the shuttle tube. Debris of the grip tip were found adhering to the balloon proximal tip. An unknown 5f sheath was sent separately with the stop clock closed. The advancer tube remained in the shuttle tubing. The sealant and the syringe were not returned. Per functional analysis, the shuttle was retracted to the black handle to test the functionality of the device. However, the advancer tube was found trapped in the shuttle tubing due to dried saline solution and could not be deployed. The device was soaked in hot water to loosen the saline solution. The shuttle down procedure was simulated and the advancer tube was found to be properly engaged to the proximal tamp lock. Next shuttle retraction was performed, and the advancer tube was able to deploy on the catheter as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected under high magnification and no anomalies were observed. Debris of the grip tip were found adhering to the balloon proximal tip and the advancer tube. A product history record (phr) review of lot f2102101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported failure ¿failure to deploy - advancer tube¿ was not confirmed during analysis of the returned device. Functional analysis was performed, and the advancer tube was able to deploy on the catheter as intended per the mynxgrip instructions for use (IFU). Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.